Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9077626. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Five retained samples were tested for this complaint and passed specification. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that prior to use it was discovered that the catheter was broken with bd intima-ii y 20gax1.16in prn ec slm npvc. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that catheter broken before replacement no injury on patients.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the catheter was broken with bd intima-ii y 20gax1.16in prn ec slm npvc. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that catheter broken before replacement; no injury on patients.